Event description:
This report was received from an eye surgery center of a woman who required secondary surgical intervention for explant of an intraocular lens. Cataract extraction (left eye) and implant of ceeon lens 812b/12.0(d), was performed on 5/4/1998. During a postoperative visit on 5/5/1998, it was determined that the diopter had been calculated inaccurately. This lens was explanted on 5/6/1998 and replaced with an 812b/18.5(d). The lens was discarded in a biohazardous waste receptacle due to the woman's history of hepatitis b. She recovered from the incident without any problems.